Event description:
Md ordered removal of foley catheter. All 8mls of flush removed from balloon. Rn x 2 attempted to pull out foley: the end became stuck in the tip of the penis. Dr was on the unit and attempted also. Gu consulted. Pt -who is (B)(6)-, signed consent and dr -under sterile technique- had to slit tip of penis, removed foley, and sutured the incision. Foley catheter was saved for MFR to see. The end was coiled up and therefore became stuck!!!? This pt had a heart transplant (B)(6) 2011.